Manufacturer narrative:
According to the field, the ra lead will not be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had been pulled back and dislodged due to the migration of the patient¿s pacemaker. High pacing thresholds were thus seen on the ra channel. Surgical intervention was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.